Event description:
A medtronic representative reported a demonstration navigation system where the front left caster bolt was sheered off the staff cart during transit. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Caster cannot be replaced, entire new cart is required. Suspect cart has not been returned to manufacturer for further evaluation.